Manufacturer narrative:
Further information was requested but was not received.

Event description:
It was reported that the implantable cardiac monitor exhibited diagnostic anomaly. No other information was available.